Manufacturer narrative:
The device met specifications based on the lot code investigation. This report is being submitted at this time due to an internal retrospective analysis indicating some likelihood that a loop broken in use may result in injury.

Event description:
Surgeon reported, three lina loops broken at the tip when tested touching the fundus of the uterus.